Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was 168 mg/dl. Troubleshooting was performed. Customer changed the battery four times, but problem persisted. Customer declined signs of physical damage, battery contacts cap and compartment are ok and insulin pump was not bumped, dropped or exposed to moisture. Customer inserted a new battery and insulin pump did not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to power up due to corroded battery tube compartment noted.